Manufacturer narrative:
Patient's weight: (B)(6) kg. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Refer to manufacturer report # 3005099803-2019-03512 and 3005099803-2019-03513 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2019 that two wallflex esophageal fully covered rmv stents had been implanted to treat an esophageal leakage during a stent placement procedure. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. Reportedly, there was no concurrent malignancy at the intended placement site. According to the complainant, on (B)(6) 2019, the first wallflex esophageal stent (the subject of this report) was successfully deployed; however, on (B)(6) 2019, the patient presented with pain and fever. The physician checked the stent and confirmed that the stent was collapsed, shrunken and was not expanded. Reportedly, the physician tried to expand the stent using a balloon catheter but this was not successful. The stent was removed with forceps and another wallflex esophageal stent (the subject of MFR. Report # 3005099803-2019-03513) was used to complete the procedure. On (B)(6) 2019, the same thing occurred. The stent was removed with forceps and no new stent was implanted. No additional treatment or intervention was provided to resolve the leakage. The leakage was treated with conservative management during a one month stay in the hospital. The patient was discharged and the patient's current condition was reported to be excellent. According to the complainant, the wallflex esophageal fully covered stent was placed to treat esophageal leakage without a concurrent malignancy. However, per wallflex esophageal fully covered stent system directions for use, the stent is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas.